Manufacturer narrative:
The arjo service technician visited the facility and found that the auto compensate function was enabled. As a result, a patient weight was not set, and the varizone threshold could not be configured, which prevented the system from activating. After the technician disabled the auto compensate function and set the patient weight, the varizone functioned properly. No device malfunction was identified. The citadel plus bed frame instruction for use (IFU, 831.374 rev.14) informs how to set the varizone. It should be noted, that the varizone patient movement / exit detection system detects patient¿s movements, but it will not restrain the patient from leaving the bed. The IFU includes below information on how to minimize the risk of patient falls: ¿to minimize risk of falls or injury, the bed should always be in lowest practical position when the patient is unattended.¿ it is unknown what was the height of the bed. ¿caregiver should always aid patient in exiting the bed. Make sure a capable patient knows how to get out of bed safely (and, if necessary, how to release the side rails) in case of fire or other emergency.¿ "whether and how to use side rails or restraints is a decision that should be based on each patient's needs and should be made by the patient and the patient's family, physician and caregivers, with facility protocols in mind. Caregivers should assess risks and benefits of side rail/restraint use (including entrapment and patient falls from bed) in conjunction with individual patient needs and should discuss use or non-use with patient and/or family." It is unknown whether the side rails were raised at the time of the event. To sum up, the varizone detects patient¿s movements but it will not restrain the patient from leaving the bed. The reason why the patient exited the bed remains unknown. As the nurse reported that the patient was restless and an alarm was applied as a precaution, the patient's condition cannot be excluded as a potential cause. Arjo device did not fail to meet its specification since no malfunction was found. The device was in use by a patient at that time. The complaint was assessed as reportable due to the allegation that the patient fell out of the bed. No injury was sustained.

Event description:
Arjo became aware that the patient fell out of the citadel plus bed frame. Moreover, the nurse reported that the patient was restless and an alarm was applied as a precaution due to potential patient movement; however, the system was not functioning. The term ¿generic alarm¿ used by the nurse referred to the varizone (patient movement / exit detection system). No injuries were sustained.

Manufacturer narrative:
The investigation is ongoing. Results will be provided in the final report.

Event description:
Arjo became aware that the patient fell out of the citadel plus bed frame. No injury was reported.